Event description:
It was reported that the device exhibited a force sensor test alert. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition, a non-original equipment manufacturer battery was found in the device. Review of the event history log showed an occurrence of a "force sensor test" error. Functional testing included running the pump through the power up process and checking and testing the force sensor. The investigation found that the error was found at power up and the force sensor could not be calibrated. The investigation determined that the plunger cable not operating as intended, due to normal wear, was the cause of the reported issue. It was noted that the device was over eleven (11) years old. The plunger cable was replaced. The battery was also replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement; issue was found during testing.